Event description:
It was reported that intermittent occlusion alarms occurred. The customer changed the cartridge to address the issue. The customers blood glucose level was 800 mg/dl. The customer attempted to self-treat with a correction bolus via the pump and by changing the pump supplies. The customer went to the emergency room and was treated intravenously with fluids of saline and insulin. The customer was released from the emergency room with issue resolved.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.